Event description:
It was reported that after several predilatations and stent implantation, the stent was not fully apposed, so postdilatation of the stent was to be performed with the voyager nc. During positioning of the device at the stent, a cracking noise was recognized and blood was seen running into the indeflator. No resistance was noted during advancement. During light retraction of the balloon catheter, it was noted that the distal end with the balloon was not moving. At this point the catheter was noted to have broken in the guiding catheter. An attempt was made to snare the distal portion of the catheter; however, this was unsuccessful and the distal portion of the shaft went further into the left anterior descending artery (lad). An occlusion of the lad occurred in the stent and the pt was transferred to the intensive care unit and was scheduled for surgery on (B)(6) 2010. No additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that after several predilatations and stent implantation, the stent was not fully apposed, so postdilatation of the stent was to be performed with the voyager nc. During positioning of the device at the stent, a cracking noise was recognized and blood was seen running into the indeflator. No resistance was noted during advancement. During light retraction of the balloon catheter, it was noted that the distal end with the balloon was not moving. At this point the catheter was noted to have broken in the guiding catheter. An attempt was made to snare the distal portion of the catheter; however, this was unsuccessful and the distal portion of the shaft went further into the left anterior descending (lad). An occlusion of the lad occurred in the stent and the patient was transferred to the intensive care unit and was scheduled for surgery on october 11, 2010. During the surgical procedure the separated shaft was removed and the patient underwent a coronary artery bypass. The patient has recovered and was discharged from the hospital in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a cine cd of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted the left anterior descending (lad) is wired. A lesion in the mid vessel is dilated and stented. The proximal section of the stent does not fully expand. An additional dilatation is performed in the proximal section of the stent as well as in the adjacent vessel. A stent is partially advanced into the vessel and then removed. After removal, balloon inflations are performed in the stented area. There is a considerable waist in the balloon. It also appears that the distal stented section of the vessel has recoiled. A balloon dilatation is performed in the proximal lad and an attempt is made once again to advance a stent. Several more balloon dilatations are performed in and around the stented area. A stent is positioned within the initial stent. The stent is deployed. Once again there is a considerable waist in the deployment balloon. The guide catheter is pulled back and a catheter shaft is visible in the vessel extending into the guide catheter. The tip of the guide catheter is buried in the distal end of the lad. Images then show an occlusion originating approximately at the site of the proximal stent edge. The catheter shaft is then removed but the occlusion remains. Attempts to cross the area with a guide wire are unsuccessful. The reviewer concluded that the images are too vague to confirm that the balloon catheter fractured in the guide catheter. An occlusion did occur after the balloon catheter was removed from the anatomy. The lesion at the stented area was very resistant, probably due to calcification and fibrosis. It is possible that the balloon may have caught on either the lesion or the malapposed stent. Analysis of the returned product noted blood and contrast visible on the hypotube, which is consistent with handling. The hypotube and jacket material were separated 73.2 cm distal to the strain relief tubing. The distal portion of the catheter, including the balloon was not returned. The fracture face was oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. Return of the distal portion of the catheter may have aided in the investigation. It was reported that several attempts were made to cross the anatomy with multiple devices and multiple dilatations were needed, which suggests the anatomy was difficult. It was also noted in the cine review that the stent was not fully apposed to the vessel wall which could have caused an interaction with the voyager nc catheter. It was reported an occlusion was noted after the balloon catheter was removed from the anatomy. Occlusions are listed in the voyager nc instructions for use (IFU) as a known adverse event of coronary dilatation procedures. The patient was sent for surgery in order to remove the separated portion of the voyager nc catheter which required hospitalization. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported shaft separation appears to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.